Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. Following placement of a guide catheter, a 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilation. However, as the device was advanced, some resistance was encountered and the hypotube fractured. The device was completely removed with the guide catheter and the procedure was completed using a 2.25 x 10 non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. Following placement of a guide catheter, a 2.50mm x 15mm emerge" balloon catheter was advanced for dilation. However, as the device was advanced, some resistance was encountered and the hypotube fractured. The device was completely removed with the guide catheter and the procedure was completed using a 2.25 x 10 non-bsc balloon catheter. No patient complications were reported.